Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the cartridge and infusion tubing. No further occlusion alarms occurred. Tandem technical support discussed with the customer the possible causes that may have triggered the occlusion alarms.